Manufacturer narrative:
(B)(4). Device is manufactured by micro inc. As a 1f device. If further information becomes available a follow up medwatch will be submitted.

Event description:
We had an issue with a piece of the scissor tip coming off during a procedure. The piece was recovered from the patient. We are unaware of any patient harm coming from the issue. I cannot release the device due to hospital policy. Please send replacement product if possible. A piece of insulation from a snowden-pence mini metz insulation became detached when device was being pulled through a trocar. The date of the event was (B)(6) 2018, the insulation came off the shaft of the scissors, the insulation did not come in contact with any other device besides the trocar, the insulation came off the upper portion of the shaft, (pictures will be provided), the device has been in facility possession since (B)(6) 2018, unable to release any patient information, unknown if any patient injury or intervention, the body field the device fell into was the patient's abdomen, the piece of insulation was removed with a grasper and the patient did not require any additional medical procedures. The device was removed and replaced, the laparoscopic cholecystectomy was completed laparoscopic as planned. Additional questions were asked but no answers were provided

Manufacturer narrative:
(B)(4). Device manufacturing date: jan, 2018. One (1) sp8302 scissors insert, mini metz, 36cm, 10/bo holder was reported as the complaint. The complaint sample was not received, however the sample¿s photos were sent. 6 different photos of the sample and of the broken off piece were sent in for review. The photos were numbered from 1-5 for further references during investigation. Photos 1-3 were of the actual scissor tip sample at different angles, photo 4 was of the actual packaging label, and photos 5-6 were of the actual broken off piece of coating/insulation. Part number, authenticity and lot code information was verified using photo 5. The lot code was noted as 43714 (production date jan 2018). Per the photos and description, the sample¿s failure mode was observed as part of the black insulation tube on the shaft at the distal working end has scraped off fell off the sample. The small piece of black insulation that has come apart was measured in picture 5 to be very small at about 4mm. Photo 1 displayed the area of failure: it was observed to be on one side of the flared/bulging insulated part of the shaft, close to the scissor tip. This part is shrink wrapped normally to accommodate the bulge of the clevis which contains the dual action linkages for the scissor tip. Closer look at the insulation piece in photo 5 and the void on the insulation shaft of the sample in photo 1, indicated that the piece was possibly sliced or cut off by a sharp or semi-sharp edge. Photo 1 also displayed possible scraping lines along the shaft leading up to the flare/bulge of the insulated clevis part, this indicated a possible sharp edge was scraped or pulled along the insulated shaft of the sample. Per customer description it was indicated that the 4mm insulation piece became detached/fell apart from the sample upon pulling through trocar and that the sample was not in contact with any other device besides the trocar. Per IFU cf36-1833 for sp8302 and similar products, on the warnings sections it is stated to ensure the diameter of the trocar is compatible with 5mm scissors. Failure to do so may compromise the insulation. Next, in the cautions section there are three points stated: the distal working tips must be completely closed prior to insertion or removal through cannulas. Always use caution when inserting or removing devices through cannula. Lateral pressure on the device during removal can damage the working tip, shaft of the device and/or insulation. Details, photos and/or sample of the trocar used were not provided, additionally the details of how the trocar was used are unknown and not provided. However, it is known that the trocar device design is comprised of three sided sharp edges at the distal working end. Based on the photos observations of possible sliced or cut-off insulation and possible scraping at the bulge point: it was determined that when the customer was in the process of removing/pulling out the inserted sample from the tube of the trocar, it is most probable that the trocar¿s edge caught and collided with the sample¿s insulation, hence cutting off a small piece during the removal process. Other likely factors to have contributed to the failure could have been: incorrect/too small of a diameter of the trocar for the sample to pass through, open/slightly open tips during the removal process through trocar, and possible lateral pressure applied on the sample tube during removal. These factors can increase chances of damaging the insulation. Actual physical sample, cut-off insulation piece and trocar were not provided for verification and confirmation of probable root cause. Further analysis of functionally and more in-depth visual inspections could not be performed. No other failure modes were reported or observed. Device history record review for product sp8302 lot code 43714 was completed. No issues were noted. All steps of the work instruction were completed. Conclusion(s): probable root cause was determined to be handling issue and/or not following instruction for use (IFU). Actual physical sample, cut-off insulation piece and trocar were not provided for verification and confirmation. Further analysis of functionally and more in-depth visual inspections could not be performed. However, probable root cause was based on the 6 photos submitted. No other failure modes were reported or observed.